Event description:
It was reported an angio-seal device was deployed in 2004. Eleven days later, the pt presented to the hosp complaining of right leg pain; pulses were weak. An angiogram confirmed focal stenosis at the arteriotomy site. The pt underwent surgery 2 months later; the angio-seal components were removed. The pt was reported to be recovering.